Manufacturer narrative:
Results: (B)(4) unused samples were returned. (B)(4) samples were randomly selected for visual inspection, leak and sleeve function testing. All tested samples had no visual abnormalities and passed the leak and sleeve function tests. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6236438. Conclusion: bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that bd vacutainer¿ flashback blood collection needles had blood leakage from the contact point of sleeve and stopper. The blood only leaked in the holder. No injury or medical intervention reported.